Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regards to a patient who had been treated with baclofen intrathecal (type, dose, concentration, and lot # unknown to reporter). The patient's indication for therapy/device use was intractable spasticity and a head/brain injury. The patient's pump had not been working for two years, since 2013. The pump was shut off because it had gone dry. Instead, the patient had been treated with oral baclofen in the interim. When the pump was turned off, the alarm was silenced. Later, on 12/04/2015, additional information was received from the consumer who indicated that at the time of when the pump ran dry in 2013 and when it was shut off, the patient had experienced withdrawal and had to be hospitalized. At that time, the pump alarm had not been heard. Additional medications taken by the patient at the time of the event, pertinent medical history, cause of the issue, additional troubleshooting/actions/interventions, and outcome were not provided. Should additional information be received, it will be reported in the form of a follow-up report.